Event description:
It was additionally reported that packed red blood cells were given as treatment for the patient bleed, however the suspected bleed and bruising to the intra-aortic balloon pump (iabp). Bruising is on opposite side of impella on the iabp side. Reporting since on heparin. It was further reported that the patient cultures came back positive for klebsiella. The pump is no longer available for return. The hemolysis was not confirmed with labs and resolved shortly after ci was placed. The only intervention that was done was a 250cc bolus.

Manufacturer narrative:
B5 additional information received that was inadvertently omitted on the initial manufacturer device report. H6 coding revised to include health effect - impact codes and health effect - clinical codes that was inadvertently omitted on the initial manufacturer device report.

Event description:
An impella cp was inserted via right femoral arterial access in a 76-year-old female presenting with acute myocardial infarction with cardiogenic shock (ami-cgs), scai stage e. The patient¿s medical history was significant for prior coronary artery bypass grafting and known coronary artery disease, and she required inotropic support, vasopressors, and mechanical ventilatory support. The patient underwent left anterior descending (lad) coronary angioplasty with ptca stent placement, along with intravascular ultrasound (ivus). During support, possible hemolysis was initially suspected, with pink, tea-colored urine observed, prompting further evaluation and laboratory testing. Additional information received stated that the care team was considering bleeding and bruising, which was attributed to the intra-aortic balloon pump (iabp) rather than the impella device. The bruising was noted on the contralateral side of the impella access site, corresponding to the iabp access site, and the patient was reported to be receiving heparin therapy at the time. The presence of advanced cardiogenic shock, critical illness, concurrent iabp support, anticoagulation with heparin, prior cardiac surgery, and large-bore vascular access are known clinical and procedural factors that could have caused or contributed to the suspected bleeding and bruising. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp device and the reported event. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.